Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis and loss of consciousness.

Event description:
It was reported that "sensor failure" occurred. The sensor was inserted into the thigh which is an off-label usage of the device on (B)(6) 2025. On the same day, it was reported that the patient experienced a sensor failure after which they experienced a hyperglycemic event. The day of the event, the sensor failed during warm up around noon. The patient could not remember if she felt any warning symptoms, but stated that she experienced loss of consciousness, that same day around 01:00pm. The patient was found by their mother the day after at 04:00am. When the patient´s mother could not awake her they called an ambulance. The patient was brought to the hospital and was admitted into the intensive care unit (ICU). The patient would have experienced diabetic ketoacidosis. The patient was treated with intravenous insulin and heparin and crestor. The patient did not regain consciousness until (B)(6) at 04:00am. The patient was discharged on (B)(6) at 02:00pm. When the patient was discharged, she still felt sluggish, unsteady on her feet and her spine hurt from the waist down. At the time of the report the patient was stable. No other details were documented. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.